Event description:
Customer reported being hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 480 mg/dl. The customer was treated with humalog injections at the hospital. Troubleshooting did not find any air bubbles in the customer's reservoir. Troubleshooting also found a battery out limit, weak battery, lost sensor, low reservoir, and threshold suspend alarms in the alarm history. The customer was also assisted with performing a high pressure test. The high pressure test failed twice. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm or unexpected low reservoir alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. Insulin pump was communicated properly with minilink transmitter sensor and no lost sensor, calibration sensor or thresh suspend alarms noted. Insulin pump was programmed with multiple boluses, basal rates and monitored. Bolus and basal was delivered and recorded properly. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.